Event description:
It was reported that the home patient (hp) forgot to open the clamp on a line during the prime cycle. The hp had connected for peritoneal dialysis (pd) therapy on the homechoice (hc) device after making this mistake in prime and the line remained clamped during the initial drain. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a patient was reported to have connected to an unprimed line because a clamp was left closed in priming. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It instructs the user to open the clamp on the patient line to ensure proper priming. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.